Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted in resetting the pump, which successfully resolved the malfunction, and was instructed to continue using the pump but to call back if any issues recur.